Manufacturer narrative:
The referenced rescue tape events were reported in MFR report #2916596-2020-04948, MFR - 2916596-2020-04951. The controller exchange was reported in MFR report #2916596-2020-04958. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the site has gotten x-rays on two other occasions for the patient because of concerns they have had for the driveline. The patient's whole driveline is twisted very badly. The patient's entire driveline has been redone in rescue tape twice, to support the weakened spots in his driveline. These weaknesses start right where the metal meets the bend relief at the drive line connection to the controller. Of note, the patient did have his controller changed out on (B)(6) 2020 because he kept entering into power save mode when changing out power sources. The site decided to not have a percutaneous lead repair because it appears the patient twists the cables. Their concern is the new percutaneous lead would become twisted as well. For now, they are treating with rescue tape. There have not been any alarms, patient is asymptomatic, nor any concerns at this time indicating there are issues with the driveline. The issues were mostly cosmetic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The submitted log file contained data spanning from 02sep2020 at 22:53:48 to 11sep2020 at 10:01:35, and appeared to have captured the pump operating as intended. The patient remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records found no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05oct2016. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.